Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 828 mg/dl while wearing the pod between 1 and 4 hours. Prior to this pod, 2 pods were placed and removed due to the pod displaying an "insulin delivery stopped ¿ change pod now" error message. This pod did not generate any alarms. Symptoms reported include fatigue, tiredness, frequent urination and head fog. The patient was treated with 2 unspecified intravenous bags, 2 saline bags with electrolytes and administered intravenous insulin. The patient was discharged 4 hours later.